Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter loaded onto a unknown 7fr sheath with a 3-way stop cock attached was returned for evaluation. No specific anomalies noted on the visual evaluation. The balloon noted to be partially inflated. On the functional evaluation of the returned device, it was attempted to aspirate the balloon it was unsuccessful. The balloon was cut, and the glue noted to be seated inside the catheter shaft. No further testing performed due to condition of the device. All the anomalies noted on the microscopic observation. Therefore, the investigation for the reported deflation issue remains inconclusive as not functional testing performed due to the condition of the device. However the investigation confirms for the identified difficult to remove as the catheter noted to stuck and loaded into unknown sheath and returned for evaluation. During the functional evaluation it was noted that the glue bullet was noted inside the catheter shaft which might lead to the reported deflation issue. However definitive root cause for the reported deflation issue and identified difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024), g3, h6(device). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the device allegedly had a deflation issue. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported that during an angioplasty procedure, the device allegedly had a deflation issue. There was no reported patient injury.